Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (15 mg/ml at 2.34 mg/day), clonidine (280 mcg/ml at 43.71 mcg/day), bupivacaine (15 mg/ml at 2.34 mg/day), and baclofen (300 mcg/ml at 48.83 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had a pump refill on (B)(6) 2021 and when her hcp (healthcare provider) was filling the pump they made a comment that they were expecting more medication to come out of the pump than they had gotten, and the patient was wondering if the pump could have a slow leak.